Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate during use and insulin leaked out when the needle was removed. The following information was provided by the initial reporter: "insulin leaked out of needle when it was removed. He was not able to press the plunger on pen down during injection."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary customer returned a single used 4mm, 32 gauge nano pro pen needle. The patient end of the cannula was bent at approximately a 45 degree angle, most likely due to stresses applied during use. When attached to a test pen, saline flowed through the system and out the distal tip of the pen needle without issue. No leakage or difficulty using the test pen when pressure was equalized between pen and pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of the associated pen not depressing. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of leakage. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was difficult to operate during use and insulin leaked out when the needle was removed. The following information was provided by the initial reporter: "insulin leaked out of needle when it was removed. He was not able to press the plunger on pen down during injection."